Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) over-sensing noted intermittently on stored electrograms (egm) and presenting rhythm. It was noted that the over-sensing appears to have affected mode switch detection and is causing the cardiac resynchronization therapy defibrillator (crt-d) to detect false atrial tachycardia/atrial fibrillation (at/af) episodes. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) over-sensing noted intermittently on stored electrograms (egm) and presenting rhythm. It was noted that the over-sensing appears to have affected mode switch detection and is causing the cardiac resynchronization therapy pacemaker (crt-p) to detect false atrial tachycardia/atrial fibrillation (at/af) episodes. The device and lead remain in use. No patient complications have been reported as a result of this event. It was further reported that there were red xs on the report generated on the remote monitoring network. A known network issue was confirmed.